Event description:
It was reported that the device has a speaker malfunction. No sound was coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.